Manufacturer narrative:
D9 - device available for evaluation: corrected manufacturer's investigation conclusion: the reported event of irregular low voltage alarms while connected to battery power was confirmed via the log file submitted. The log file was reviewed from (B)(6)2025 to; files contained multiple low battery advisories with fluctuating rsoc values. The onset of the irregular low battery advisories was seen on (B)(6)2025 from 19:56:17 to 21:38:16, with the black power cable relative state of charge (rsoc) measuring 1.8 volts. Sometime after 19:58:28 the low battery advisory self-resolved and retriggered at 21:37:56 due to the rsoc fluctuating below the advisory threshold (at 1.8 volts). Similar instances of the rsoc value fluctuating without power cable disconnects can be seen on (B)(6) 2025 when the low battery advisory is active. There were no other additional irregular alarms active in the log file for the dates reviewed. The system controller was returned for further testing, there was no notable external power cable damage, and the controller operated as intended with no irregular alarms reproduced during testing. The resistances of the individual wiring's were measured, and it was observed that the brown wiring had wire fatigue. The brown wiring with wire fatigue is related to the rsoc voltage measurement, the increased resistance due to wire fatigue can cause irregular fluctuations in the rsoc voltage leading to low voltage alarms. Provided information states the battery clips were exchanged and the issue persisted on the black power cable while connected to battery power. The system controller was exchanged on (B)(6) 2025. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event could not be determined off the information provided. The device history record for the system controller (serial number (B)(6) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including low voltage advisories, and the actions to take if the issue does not resolve. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient tolerated the system controller exchange well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had been getting low voltage alarms while connected to their batteries. It was noted that there were no alarms on the mobile power unit. While at the clinic, no alarms were noticed. The patient was not sure which of their battery clips was producing the low voltage alarm when connected. Log files were submitted for review and captured 131 low battery advisory events with the events being most frequent around 19:56 on 12jan2025. This type of event may be indicative of a poor connection between the battery and the battery clips. Additional log files were submitted for review after the battery clips were exchanged and continued to record low voltage advisory events while connected to battery power. These were associated with a relative state of charge (rsoc) value signal reduction on the black power lead. A voltage reduction was not recorded. It was noted a system controller exchange may be necessary to resolve the issue. It was additionally reported on 27jan2025 that the system controller was exchanged.